Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the emergency room upon receiving a patient notifier alert. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. A device software download was performed successfully. The patient¿s condition was stable.